Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the previous or initial MDR submitted on march 11, 2024, was filed inadvertently. No infection has occurred.